Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It is reported the swg (spring wire guide) was found kinked prior to use. A new kit was opened.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for evaluation. The guide wire contained signs of use in the form of biological material in the straightener and on the exterior of the wire. The guide wire contained one bend and multiple kinks near the distal j-tip. The guide wire contains one slight bend 575 mm from the proximal tip and multiple kinks 670-685 mm from the proximal tip. The total length and outer diameter of the guide wire were measured and were found to be within specification. A manual tug test confirmed both the proximal and distal welds are fully intact. The lot number was not reported by the customer; therefore a device history record review was performed based on the sales history of the customer with no relevant findings. The instructions for use (IFU) provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint of the guide wire kinked in the packaging could not be confirmed as the time of discovery does not match the sample as received. The customer reported that the guide wire was kinked upon opening the sealed kit. However, evidence of use was found on the sample returned. The returned guide wire contained multiple kinks. The probable cause could not be determined based on the information provided and sample received.

Event description:
It is reported the swg (spring wire guide) was found kinked prior to use. A new kit was opened.